Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having loose teeth and gingivitis. At check in patient marked true to pain, gingivitis, discomfort, loose, crown, broken and not fitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Investigation results: DHR review completed and no anomalies noted. Device not returned.